Event description:
As part of a legal mediation effort, on (B)(4) 2013, intuitive surgical inc. (Isi) received information including medical records concerning a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2011. The documentation received states that the patient developed a pelvic abscess after undergoing the surgical procedure. The patient's operative report stated that extreme scar tissue and an extremely large fundal fibroid were observed. Due to the size of the uterus, the uterus was cut in half and removed vaginally. According to the operative report, the patient tolerated the procedure well and she was taken to recovery without sequelae. On (B)(6) 2011, the patient was evaluated in an emergency room (ER) for reported complaints of abdominal pain, nausea, vomiting, and fever. A CT scan performed on the patient's abdomen and pelvis revealed a pelvic abscess with stool-like material within. On (B)(6) 2011, the patient underwent percutaneous drainage of the pelvic abscess. A total of 15 ml of purulent fluid was removed. In addition, placement of a drainage catheter was performed. According to the patient's medical records, the patient tolerated the procedure well and no immediate complications were reported. A physician noted on (B)(6) 2011, that the patient was feeling well and did not have any fevers or chills since the drainage was performed on the pelvic abscess. The patient's white blood count was normalized and a urine culture showed no growth. The patient denied having dysuria. On (B)(6) 2011, the patient's medical records indicate that the patient was to be discharged home on oral antibiotics. A physician noted that no definitive bowel injury was present. However, the physician noted possible bladder injury and the patient had a prior procedure that did find a retro vesicular abscess with communication with the bladder at the time of drainage. No additional clinical information was provided after the date of (B)(6) 2011.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient developed a pelvic abscess after undergoing a da vinci si hysterectomy procedure.